Event description:
Caller reported that a pump malfunction occurred. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, who provided instructions to reset the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reoccurs.